Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that, during a follow-up for programming, the battery pocket was found to be infected. An explant was scheduled for (B)(6) 2015. The entire spinal cord stimulation (scs) system was going to be explanted. Follow-up reported that the date of infection was (B)(6) 2015. The sign of infection was yellow, thick discharge from the device pocket incision. A culture was not taken at the managing physician¿s office. No other information was known. This event will be updated if additional information is received.